Event description:
Ablation catheter with poles not working when reading through carto system, no egm's (electrograms) noted. Another catheter opened and worked fine.====================== manufacturer response for thermocool f ablation catheter, (brand not provided) (per site reporter).====================== would like device to perform testing and evaluation.